Event description:
ICU medical IV pump screen frozen while infusing pressors. Nothing noted to be touching screen to be impairing the touch screen function. IV medication safely switched to different pump. Faulty pump turned off and on and began to work again. IV pump was tagged and placed in designated area to be serviced.